Manufacturer narrative:
Correction: the date received by manufacturer was reported as 11/27/2015. The actual date received by manufacturer was 11/26/2015.

Manufacturer narrative:
Medical device expiration date: unknown device manufacture date: unknown a sample is not available for evaluation. A review of the device history record could not be performed as a lot number for this incident was not provided. In the event that new, changed, or corrected information is obtained, a supplemental report will be filed. Conclusion: without a sample, an absolute root cause for this incident cannot be determined. A sample is not available for evaluation.

Event description:
It was reported that while using a bd vacutainer winged safety push button blood collection set, the needle did not retract when engaged by user. The clinician pushed the button multiple times and had to remove the needle from the vein manually. This action resulted in a contaminated needle stick injury. The clinician was evaluated in an emergency department and received routine post exposure lab work.